Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. However, four electronic photos were provided for review. The photo shows the partial view of the dilator. Therefore the investigation is inconclusive for the reported material puncture and fluid leak issues as there was no objective evidence obtained from the provided photos. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 04/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a catheter placement procedure, saline allegedly leaked out of the system when syringe was attached to the blue end of the dilator lock. It was further reported that the saline allegedly squirted out of a small hole in the circular molding of the blue section. There was no patient contact.

Event description:
It was reported that prior to a catheter placement procedure, saline allegedly leaked out of the system when syringe was attached to the blue end of the dilator lock. It was further reported that the saline allegedly squirted out of a small hole in the circular molding of the blue section. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 04/2023). Device not returned.